Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 4. Ridge augmentation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event thepatient experienced: peri-implantitis. No further patient complications were reported.